Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. One device was returned for analysis. Functional testing was conducted, but we were unable to replicate the issue reported by the customer. The root cause for this event is unknown. The service history review identified that there was no indication that the complaint was related to a service of the device within the review period. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator will not cycle off. Patient involvement is unknown.